Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. Other mechanical damages are attributable to the removal surgery. This is a final report.

Event description:
The explanted device was received for investigation. According to the explantation report the device stopped working in (B)(6) 2023. The user was re-implanted.

Event description:
The explanted device was received for investigation. On (B)(6) 2024, the cholesteatoma and the device were removed and the user was re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.